Manufacturer narrative:
Complaint not confirmed, no damage was observed on the shaft insulation or handle. The device was found to function as intended without any error being recorded in the memory.

Event description:
It was reported that the ar-9821 probe caused a shock to the surgeon's hand. Per the surgeon, he felt as though it was a slight shock to his finger. He was touching the ablator where the handle and the shaft meet. The ablator had been in use about three minutes when this occurred. On 7 ablate/1 coag. He did not require any medical intervention. Another wand was used to complete the case.